Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Common causes of the failure mode are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. A review of the instrument log for the tenaculum forceps (part# 470207-10 / lot# n102107906 0005) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 during a myomectomy procedure via system serial# (B)(4). There were 4 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis found the tenaculum forceps instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was not gripping properly. Upon inspection, the cable was found to be broken/loose. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the middle of the procedure, the tenaculum forceps broke while in use. Unfortunately for this case the backup tenaculum forceps was expired. The surgeon ordered 3 extra tenaculum forceps to mitigate this and decided to use another robotic instrument that is not fit for purpose (robotic forceps) contributing to more delay. This prolonged the procedure for 60 minutes roughly as they finished robotically rather than doing it as open.